Event description:
It was reported that this right atrial (ra) lead has been showing what appears that could be loss of capture and high capture thresholds since some years ago. The plan was to just monitor at next clinic follow up using the real time recorder or snapshot feature. The ra lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.